Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: only one (1) actual sample was received for evaluation. Visual inspection was performed using the naked which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additional pull test was performed and no issues noted. The reported condition was not verified. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a 2 y-type blood/solution sets were separated from the connecting spike. This issue was further described as the glue at the spike appeared to be separating from the tubing. This issue was observed prior to patient use of the device. There was no patient involvement. No additional information is available.